Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00563. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address elevated cobalt and chromium in the blood. Intra-operatively, corrosion of the left hip neck/head junction and metallosis were identified. The femoral head, neck, and liner were replaced. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: address and phone number.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 00-8018-022-02 femoral head +0x22mm dia lot# 62144985. Item# 00-7713-006-00 mod ml taper fem st 6 lot# 62030110. Item# 00-6200-050-22 f/m acet shell 50mmod cluster lot# 62136628. Item# 00-6305-050-36 xlpe poly liner 50/52/54 x 36 lot# 62175111. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent left total hip arthroplasty approximately 6 years ago. Patient was revised 4 years post implantation to address elevated cobalt pain/ recent fall (with no acute injury) and chromium in the blood. Intra-operatively, corrosion of the left hip neck/head junction/pain and metallosis were identified. The femoral head, neck, and liner were replaced. No further information has been made available at this time.

Manufacturer narrative:
Reported event was confirmed by review the operative notes which indicated a revision was performed of left hip due to elevated metal ions, pain, and corrosion. Pre-operative workup revealed elevated serum cobalt levels. Mild signs of corrosion was observed at the femoral head-neck junction. Assessment of the components determined that the cup and stem were well fixed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.